Event description:
Customer called reporting a button error on his insulin pump. Customer's blood glucose is 215 mg/dl. He said the device was thrown in the wash with his clothing. Customer also mentioned that while he was replacing the batteries to clear the alarm, the device alarmed mot error. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. He is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due corroded keypad traces. No button error alarm was noted during testing. The excessive no delivery alarm and motor error alarm could not be verified due to unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners and a cracked reservoir tube lip. Moisture damage was found on the electronic and motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.